Event description:
"Caller alleged discrepant results compared with the refer. Results as follows:" date: (B)(6) 2014. Inratio: 2.8. Ref meter: 4.2. There is 10 minutes between tests; therapeutic range: 2.5-3.5. Coumadin normally ranges between 9.5mg and 12,g daily. Coumadin decreased to 7.5mg 2x/week and 9.5mg 5x/week on (B)(6) due to elevated inr on doctor's meter; stopped unspecified antibiotics on (B)(6).

Manufacturer narrative:
Investigation pending.